Event description:
Consumer reports needle break-off in stomach. Sought medical attention at the emergency room but attendants could not get the needle out.

Manufacturer narrative:
Eval summary: issue: needle break-off. Regulatory compliance received 2 sealed polybags from lot #8021489 each containing ten (10) 1cc, bd u-f ii, 31g short syringes. The customer claims that a needle broke off during injection. Three out of the 10 syringes from each polybag were randomly selected and evaluated for the customer's complaint. This consists of testing for point damage, lubrication, and measuring the cannula od. Six out of 6 syringes exhibited no point damage, and no issues were observed along the length of the cannula; they were found to be amply lubed and met specs for cannula od for the 31g cannula [spec 0.0100 - 0.0105; data: 0.0101, 0.0102, 0.0104, 0.0102, 0.0102, 0.0103]. Using luxo-magnifier uv lamp the 6 syringes exhibited sufficient epoxy to hold the cannula in place. No defects were found or noted with the returned product. A complaint history check was performed and yielded no other complaints for similar condition for the lot reported. There were no obvious trends observed. A device history review was also conducted and no anomalies were noted. Regulatory compliance will continue to monitor on monthly trend reports.